Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/20/2019. Device evaluation summary: eighteen unopened samples of product code e6942, lot mbq009 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of strand and no defects or damage were noted. A functional test was performed to samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance pull off suture needle were found and tested samples met the finished good requirements. Representative samples returned to support investigation of 6 device issues captured in reports 2210968-2018-76675; 2210968-2018-76676; 2210968-2018-76677; 2210968-2018-76678; 2210968-2018-76679; and 2210968-2018-76680. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental implant surgery procedure in 2018 and a suture was used. During surgery the needle pulled off from the thread. Another thread from the same box was used. There were no adverse patient consequences reported. No additional information was provided.